Manufacturer narrative:
This emdr represents supplemental report # psr-31895 for previously submitted MDR number 2210968-2018-73840, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective (B)(6) 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data files#asr. Therefore, this report does not represent a new reportable event. This case is being submitted to the FDA for visibility in maude as an individual report; it was submitted prior in a summary report. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2007 and prolift + m and tvt-o were implanted. It was reported that following insertion the patient experienced (B)(6). It was reported that following the procedure, she experienced pain, (B)(6) and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. No additional information was provided.